Event description:
The customer reported that an "external fuse blows up". The device was not in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that an "external fuse blows up". Patient involvement is currently unknown. There was no report of patient or user harm.